Event description:
The facility reported to baxter that all channels were shut down on their colleague volumetric infusion pump, recently returned from baxter after the required fca upgrades. The customer did not report when the problem was noted and if there was a patient injury or medical intervention. No additional information or contact was provided.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on may 15, 2007. Evaluation summary:evaluation was performed by technical services, and the reported condition of all channels were shut down was confirmed. Inspection of the pump revealed blown battery fuse caused the failure. Replaced battery fuse, main batteries and harness. The pump was tested for proper operation and pump found to function properly.